Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when we injected the product into the silicone holder, the syringe holder broke in half (see photo)." In the photo, it was observed that the syringe flange was broken. No patient harm or injury reported. Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
(B)(4). The complaint was evaluated and closed as broken flange based on the information provided, including the complaint description and photographic evidence. A visual assessment of the submitted image was conducted to evaluate overall product condition. The image depicts an empty syringe with a detached/broken flange, with components separated. The lot number could not be verified, as it was not visible in the provided image. A review of the batch records for the reported lot did not identify any deviations or findings that would explain the reported condition. Additionally, no quality issues related to the raw material (glass syringe) were identified that could be associated with this event. The most probable root cause could not be determined. No further investigative actions are planned at this time. The associated lot will continue to be monitored, and additional investigation will be initiated if warranted based on future findings.

Event description:
It was reported that "when we injected the product into the silicone holder, the syringe holder broke in half. " in the photo, it was observed that the syringe flange was broken. No patient harm or injury reported. Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.